Manufacturer narrative:
Additional information: on (B)(4) 2012, beckman coulter, inc. Field service engineer replaced the carbon bridge and verified performance.this report is one of two reports related to two events that occurred on two days. This report is related to MDR# 2050012-2012-01480.

Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated erroneous sodium results. Customer reported that the erroneous results were reported out of the laboratory. Customer reported that the erroneous results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the sodium measuring electrode and the reference electrode.